Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with precordial pain. Coronary angiography revealed left main disease with three lesions. Three xience xpedition stents (3.5x28, 3.0x23, 2.75x18mm) were implanted in left main to proximal left anterior descending (lad) coronary artery, 80% stenosed lesions. On (B)(6) 2014, the patient was discharged. It was found, during the four-year follow-up, that the patient died. The family declined to provide the cause and time of death, so the relationship of the devices to the death was unknown. No additional information was provided.